Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); however, the exact value was not provided. Customer stated that elevated bg could have been due to an infusion set issue. However, the customer declined to provide any other information.